Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal prong at the end of the extractor is bent out of shape.

Manufacturer narrative:
Examination of the returned device confirms the complaint; the tip is bent. Previous investigations found misuse as a contributing factor if the instrument is levered back and forth while attached to the liner with this tab in the ard of the cup, the levering movement may contribute to the bent condition. It is also possible that once the liner is removed from the cup if the mechanism to release the liner is not fully unscrewed and the liner is more forcefully removed by hand this tip can be damaged. Based on the investigation, the need for corrective action is not indicated. Continue to monitor via (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.